Event description:
Patient¿s daughter spontaneously paged on call to inform that the patient was currently hospitalized. There was thick sticky blood in the ¿vein¿ and daughter believes pump was not infusing medication appropriately because the patient¿s breathing was poor. Pump did not provide any alarm during the event (daughter believes should have). Replacement was sent, adverse event occurred as a result. Patient switched to back up pump. Pump in question is being returned. No further information known.